Manufacturer narrative:
The insulin pump was received with no button response at escape and act button due to unlocked j2 connector on lcd board. Pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 194 mg/dl at the time of the incident. The customer reported a crack on the act button. The customer reported the drive support cap to appear normal. The product was returned for analysis.

Manufacturer narrative:
The device information provided in the initial report was incorrect. The correct device information has been provided in this report.